Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a delivery suspension. The customer¿s blood glucose was 105 mg/dl and sensor glucose were 63 mg/dl at the time of the event, the difference was outside the acceptable range. Suspend on low limit in sensor settings was not reported. Customer stated difference between blood glucose value and sensor glucose value was 42 mg/dl. The customer also reported the cannula of the sensor was bent forming the tip like a letter j. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.